Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected sensor signal not found alarm noted during testing. Pump error 63 alarm during self test and confirmed in the pump history due to broken trace on keypad assembly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not keep a constant connection to the transmitter. The customer's blood glucose was unknown. The product was returned for analysis.